Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to dispense lorazepam 20mg/10ml injection. A technical support specialist advised the customer to perform a cycle count of the bin in order to modify the quantity on hand (qoh). The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medbank es system, they were unable to issue medication. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.